Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he received a low battery alarm and a bad battery alarm when he changed the battery. The customer's blood glucose was 143 mg/dl at the time of incident. The customer stated that the battery compartment and spring were not damaged nor corroded. The customer advised to clean the battery cap with a cotton swab. The customer stated that he was not able to clean the battery cap with a cotton swan during the call. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.